Event description:
It was reported to gore that in 2001, a patient underwent surgery to treat a severe mitral regurgitation. A mitral valve repair was performed using a pair of gore-tex sutures. In 2009, the patient developed a severe mr and symptoms of heart failure and subsequently underwent a second surgery two months later. During the surgery, a rupture of the suture was revealed. The ruptured suture was removed and the anterior leaflet was reconstructed using two new pairs of gore-tex suture. The patient tolerated the procedure, the mr was resolved, and the patient was discharged in a stable condition.

Manufacturer narrative:
A portion of the device has been returned for evaluation; investigation is in progress. Attempt(s) to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.